Manufacturer narrative:
Currently,y it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer passed away on (B)(6) 2015 at home. The caller stated the customer was in pain and was taking pain medications before passing away. The caller did not state the cause of the customer's pain. It was also found the ambulance was called, but the customer was not taken to the hospital. The customer's blood glucose was unknown at the time of death. The official cause of death was from congestive heart failure, chronic obstructive pulmonary disease and diabetes. The caller did not recall the customer using sensors and does not recall the customer wearing a sensor at the time of death. The caller also did not recall the customer wearing the insulin pump at the time of death. The caller stated the customer would remove the insulin pump and revert to manual injections periodically. The caller declined to return the insulin pump for analysis.